Event description:
Description of event according to initial reporter: the physician was performing an atherectomy before deciding to place a stent, so the filter wire was used to prevent any debris from traveling distally. This is a common practice among many physicians, as it allows them to continue using the same wire to complete the procedure without the additional step of exchanging it. The filter is typically removed at the end of the case. The filter was placed in (B)(6) 2025. The initial placement was straight (confirmed by imaging). When trying to remove the filter, two secondary legs were pointing upwards. The filter was tilted to the side of the inferior vena cava (ivc) wall. The filter was in a new position when they went to retrieve it. Patient outcome: the filter was left inside the patient. It was decided the filter was too risky to remove at the time.

Manufacturer narrative:
Manufacturers ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. Investigation is still in progress this report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturer¿s ref# (B)(4). Summary of investigational findings: during attempted celect-pt filter retrieval the filter was found to have changed configurations and now demonstrated tilting towards the wall of the ivc and 2 secondary legs were misaligned. The filter was left inside the patient as considered too risky to remove. The complaint reported by the user was confirmed. The complaint is confirmed based on visual and/or functional inspection. The device evaluation could not be performed as the device or photographic evidence of the device was not returned for evaluation. Images were returned for evaluation. The images were reviewed by clinical personnel and the following was determined: two fluoroscopic images were submitted for review, one at the time of ivc filter placement and one at time of attempted retrieval. Initial images demonstrate the deployment of the celect platinum filter to the right of the spine. The hook of the ivc filter terminates at the superior endplate of the l2 vertebral body. There is 8 degrees of rightward tilt. All of the primary and secondary legs are normally aligned. The maximal distance between the primary filter feet measures 2.9cm. The single fluoroscopic image at time of attempted retrieval demonstrates the celect platinum ivc filter to the right of the spine. The hook continues to terminate at the superior endplate of the l2 vertebral body and has not significantly changed in position. There is a slight increase in rightward tilt, increasing from 8 degrees to 12 degrees, but still not considered significant. A wire is seen extending through the filter from a jugular approach. Two of the rightward directed secondary legs now demonstrate misalignment, one making a 90 degree angle with the long axis of the ivc, the other directed even more cranially. The resolution of the image limits the evaluation of the other secondary legs, but they appear unremarkable. It is uncertain if the secondary legs were in this position at the beginning of the attempted retrieval, or after there had been some element of intervention. There is a wire traversing the filter, indicating there had been some element of manipulation in the region of the ivc filter, which can result in the displacement of the secondary legs. Potentially the wire or retrieval device inadvertently displaced the secondary legs. Alternatively, there were no images submitted of a cavagram to demonstrate the ostium of the renal vein relative to the initial placement of the ivc filter arms. If the ostium was at the same level as the secondary arms, with respiratory variability, and abdominal motion, these arms can extend into the renal vein and become displaced as was seen in this case. There is slight interval increase in rightward tilt, which was still within acceptable limits. This tilt may have also been related to either initial intervention, and or slight changes in the dynamics on the filter with the displacement of the secondary legs. Although the hook abutting the wall of the ivc can increase the difficulty of retrieving the ivc filter, this should not result in aborting the retrieval. The attempted retrieval was aborted. Unfortunately, leaving the filter in this configuration increases the likelihood of the secondary filter legs penetrating or fracturing over time. This filter should be removed. Manufacturing records review could not be completed as the lot number is unknown. There is no evidence to suggest that the user did not follow the instructions for use and/or label. A definitive cause could not be determined from the investigation. Possible causes are manipulation in the region of the filter or respiratory variability and abdominal motion. An internal action is not deemed necessary at this time. Trending will monitor if any future actions are required. After considering this event the risk associated with the use of this device is still deemed adequate. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.